Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. It was reported through patient outcome that the patient passed away on (B)(6) 2021. No additional information was provided. The device was not returned for evaluation. Privacy laws reportedly prohibit the customer from providing information regarding this case. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case.